Manufacturer narrative:
The cause and circumstances of the patient's death is unknown.

Event description:
Reporter indicated a vns patient had "expired" approx one and a half months post implant. The cause of death was unknown, when initial report was received by manufacturer. Attempts to gather additional info from implanting surgeon have been unsuccessful.